Manufacturer narrative:
The lot number and catalogue number have been updated.

Event description:
According to the available information, a possible tubing fracture was reported. No adverse patient effects were reported.

Event description:
According to the available information this inflatable penile prosthesis was implanted sometime in 2022 and revised on (B)(6) 2024 due to possible tubing fracture.

Manufacturer narrative:
Cylinder 1 was received for evaluation. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 1 near the strain relief. This is a site of leakage. Based on examination of the returned product, it was concluded that the abrasion mark noted on the exhaust tube of cylinder 1 indicated the cylinders may have overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, a possible tubing fracture was reported. No adverse patient effects were reported.